Manufacturer narrative:
Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 04.503.104.01s, lot: 5l47055, manufacturing site: (B)(4), release to warehouse date: 25 july 2019, expiry date: 01 july 2029. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part number: 04.503.104.20, lot number: h822827, manufacturing site: (B)(4), release to warehouse date: 12 march 2019. Manufacturing location: (B)(4), manufacturing date: 29-jan-2019 , part number: 04.503.104.20, ti matrixneuro screw self- drilling 4mm, lot number: h822827 (non-sterile), component part(s) reviewed: part number: 21015, tialnbrrri4.00, lot number: h692284. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the manufacture that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, during an unknown surgery for unruptured aneurysm disease, the screw was not held properly with a screw driver and the screw dropped to the floor when the nurse handed it to the surgeon. The surgery was completed without a surgical delay and there was no harm to the patient. The nurse commented that she had felt it waslooser than usual. No further information is available. This report is for one (1) ti matrixneuro screw self-drilling 4mm. This is report 1 of 1 for (B)(4).